Event description:
It was reported that the patient¿s system was removed for MRI. It was noted that the patient was scheduled for re-implant (B)(6) 2013. It was later reported that the patient¿s spinal cord stimulation (scs) system was explanted (B)(6) 2013. It was noted that there were no malfunctions seen. It was reported that the patient outcome was resolved with no sequelae. It was noted that the re-implant did not occur. It was reported that the surgery was cancelled and was not re-scheduled. It was noted that the patient has no stim system at the time of report.

Manufacturer narrative:
Product ID 3550-39 lot# n248179, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type accessory product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).